Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the user interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device was only intermittently able to complete a power on cycle and was showing an all white screen, which is indicative of a device lockup. The customer also indicated that their device had its service indicator illuminated and had logged multiple event codes. There was no patient use associated with the reported issue.